Event description:
It was reported that the pump's usb port was having issues and resulting in difficulties charging the pump. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.